Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab failed to unwrap". The report further states, "call directly to me from css charge regarding iab not inflating on fluoroscopy after placement. Placement via the right femoral artery. They had exchanged consoles prior to calling with no improvement. [Doctor] clarified that the entire length of the iab was visualized not opening during the 3-4s of therapy. Iab removed and replaced with 40cc iab prior to our call. They'd continued to receive alarms and visualize iab not opening. No difficulties reported with removal or insertion of subsequent iab". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00087.

Event description:
Reported as "iab failed to unwrap". The report further states, "call directly to me from css charge regarding iab not inflating on f luoroscopy after placement. Placement via the right femoral artery. They had exchanged consoles prior to calling with no improvement. [Doctor] clarified that the entire length of the iab was visualized not opening during the 3-4s of therapy. Iab removed and replaced with 40cc iab prior to our call. They'd continued to receive alarms and visualize iab not opening. No difficulties reported with removal or insertion of subsequent iab". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00087.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio hazard bag. Upon return, the one-way valve was tethered to the short driveline tub-ing. The bladder was fully unwrapped. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing. A bend to the central lumen was noted at approximately 33.6cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0060in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The fos (sc) con nector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and de-flated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5cm from the distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer end. The guidewire met resistance and could not advance at approximately 81.5cm form the luer end. Some blood and debris were not-ed. A device history record (DHR) review was conducted for the lot number with no relevant find-ings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab failed to unwrap" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specifica-tion upon release. The root cause of the complaint is undetermined. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.